Event description:
It was reported by the rep that the (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported that the surgeon was using the device to clip the cystic duct and artery. While clipping across the cystic duct the device malfunctioned by not releasing a clip. A replacement device was pulled and the procedure was completed without incident. There was no pt consequence.